Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Pt with an intertrochanteric fracture was implanted with a ti trochanteric fixation nail, an 11.0 mm ti helical blade, and a 5.0 mm ti locking screw. On a f/u visit, it was noted the helical blade had migrated medially and pt was returned to the operating room for removal and revision to a total hip. This report is #2 of 2 for the same incident.